Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt. The customer stated that the up and act buttons were unresponsive. She turned the insulin pump off, then back on, leading to the button error alarm. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the alarm and keypad issues. She reported that she had been having sticking buttons since about 3 months prior to the call. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response and a button error alarm due to corroded keypad traces. The unit had a cracked case at the display window corner, minor scratched liquid crystal display window, cracked battery tube threads and a cracked reservoir tube lip.